Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 1. The baxter technical service representative (tsr) advised the home patient (hp) that air had entered the setup. They had the hp close all the clamps/transfer set. They had the hp recycle power and se 2367 alarmed. They advised the hp if a bag disconnects she is to close the transfer set/clamps disconnect and end therapy and start over with new supplies. They explained you should never reconnect a bag once it becomes disconnected. They also advised the hp if any lines were left on the organizer that were not being used during therapy they should be closed. They had the hp recycle power again to press go to start and they assisted the hp with removing the cassette form the door. They advised the hp would need to start over with new supplies and inform the peritoneal dialysis registered nurse (pdrn) of the se 2240 alarm. The hp would start over with new supplies and the hc was operational. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. The patient line did not become separated from the transfer set. The patient did not press go to start therapy before connecting. A dummy tummy was not being used. The patient did not disconnect any time prior to the alarm or observed air. All bags were not properly connected. The supply bag connection was loose and disconnected. There were open clamps on the unused supply lines. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.